Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. The customer's blood glucose level were 409 mg/dl, 245 mg/dl, the customer treated the high blood sugar with bolus from the pump. The customer did not mention any symptoms related to high blood glucose. The customer had declined troubleshooting for high blood glucose level. The insulin pump will not be returned for analysis.